Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program.    Reported events: 7 events were reported for this quarter.   Product return status: 7 devices were received for evaluation.   Evaluation status: 7 reported events were confirmed during testing. 7 devices were found to be affected by missing paint chips.   Additional information 7 devices were not labeled for single-use. 7 devices were not reprocessed and reused.

Event description:
This report summarizes <noe> 7 </noe> malfunction events in which the device had paint chips missing. 7 events had no patient involvement; no patient impact.